Manufacturer narrative:
Manufacturing date is unknown. The customer returned a meshgraft ii device but requested for no repair. The device history record (DHR) for meshgraft ii review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii was not performed as the customer sent along purchase order for the purchase of a new unit as the device was aged and requested not to repair. The repair of meshgraft ii was not performed as the customer purchased a new unit and requested to scrap the old device. The reported event was non-verifiable since the returned device was not evaluated as the customer sent along purchase order for the purchase of a new unit as the device was aged and requested not to repair the root cause of the reported event could not be specifically determined with the information that was provided since the device returned was not evaluated as the customer sent along purchase order for the purchase of a new unit as the device was aged and requested not to repair. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been received by zimmer biomet. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, the graft was sticking to the mesher and was being grated. No adverse events were reported as a result of this malfunction.